Event description:
It was reported that during an open total colectomy surgery with dr. The echelon contour device was used, complying with the indications for use. It was positioned in the tissue, the clamp was mobilized, 15 seconds of precompression were counted and the shot was made. It was evident that, when the device was removed, the entire cutting line was not engraved. The surgery was completed successfully and without consequences for the patient. The surgery was delayed 15 minutes. Perform manual anastomosis with a purse string to perform a shot with the circular stapler, the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/21/25025. Photo analysis: this is an analysis of 4 photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a piece from tissue on one table, however, the staple line could not be observed. The second photo shows the end of a piece of tissue, however on this area the photo look dark and no staple line could be observed. The third photo shows a label on a sale box with product code gcsr40g, lot a97k15, expiration date: 2028-02-29. The fourth photo shows a device from anvil area with a green reload loaded fully fired, however, the reload appears to be no properly loaded since the yellow washer is slight misaligned from anvil. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot a97k15, and no non-conformances were identified.